Event description:
It was reported that during an implant attempt, the lead migrated and perforated into the pericardial space. The lead was removed from the body after pericardial centesis was performed and the intrinsic rate had returned to preprocedure levels. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism.